Manufacturer narrative:
Additional information: b5, d1, and d4. All information reasonably known as of 30-jan-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint 8030647-2019-00106. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received 06-jan-2020 stated the stock code is 13222. Additional information received 07-jan-2020 from the user stated "I sent the [endo-tracheal tube) ett with a blue adaptor in it. The blue adaptor that was in the ett was retrieved from an unused tube package." The adaptor that was in the tube began to fall out and could not be found at that time. Once the patient was finished getting lines and receiving other interventions the original adaptor was then found.

Manufacturer narrative:
One used sample device was received. No product packaging was received with the sample. The product did not contain a lot number. The device was evaluated and the failure was no confirmed. A root cause was not determined. All information reasonably known as of 28-feb-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information noted the alert date was (B)(6) 2019.

Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the blue adaptor disconnected on an intubated patient. There was no reported injury. Additional information received 04-dec-2019 stated the patient's oxygen saturations dropped to 60%. The respiratory therapist (rt) replaced the device. The patient attempted to self extubate, but the blue adaptor end had routinely slid out very easily. Additional information received 09-dec-2019 stated the patient was initially intubated in the emergency room.